Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during procedure, the lead couldn¿t pass through the outer guide catheter (cps direct pl). The lead was exchanged and the procedure went well. Patient was stable during and post-procedure.